Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power cord for the viewing station of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i71000053, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was not charging. When connected, the power plug was noted to have visual arcing from the outlet, where it was noted the imaging system was beeping continuously once turned on. The imaging system was removed from the room. There was no patient present when this issue was identified.